Event description:
The or tech was reloading the stapler and noticed staples were coming out before physician had an opportunity to fire it. Upon further investigation, tech noticed that the blades from the stapler were falling out and not functioning properly. A second device was acquired to complete the procedure.